Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had to press the wake button multiple times for the pump to respond, and the button has now become completely unresponsive. Troubleshooting with tandem technical support was performed. The device still turns on when plugged into a power source. Reportedly, customer will continue to use the pump for insulin therapy.